Event description:
It was reported during the training/repair of the system, the system had non-functioning master tool manipulator (mtm). There was no patient involvement.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.